Manufacturer narrative:
(B)(4). The cause of the previously reported peritonitis was reported to be due to colitis. On the day of onset, the patient was hospitalized for the previously reported peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the previously reported peritonitis event. The patient was recovered from the previously reported peritonitis (previously, it was reported that the patient was recovering and that the peritonitis was ¿clearing up¿). The baxter healthcare disposable device is no longer suspect for this reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment details were not reported. Apd therapy remained ongoing. Four days prior to the receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient was recovering and the peritonitis "was clearing up". No additional information is available.